Manufacturer narrative:
H6: the quality investigation is complete. H3 other text : device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the sonopet tip overheated. It was also reported that the tip caused a cosmetic burn to the patient resulting in an unknown delay with no treatment reported. It was further reported that the procedure was completed successfully.

Manufacturer narrative:
The quality investigation is complete. Device not available for return.

Event description:
It was reported that during a surgical procedure, it was noted that the sonopet tip overheated. It was also reported that the tip caused a cosmetic burn to the patient resulting in an unknown delay with no treatment reported. It was further reported that the procedure was completed successfully.